Event description:
It was reported that this right ventricular (rv) lead exhibited higher than normal pacing impedance but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to the patient's condition. The lead remains in use. No adverse patient effects were reported. Additional information indicates that this lead exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance. It was noted that the noisy signals are still present. The plan is for the patient to get a venogram. It was noted that the device is programmed to monitor only, and the patient currently has a life vest. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited higher than normal pacing impedance but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to the patient's condition. The lead remains in use. No adverse patient effects were reported. Additional information indicates that this lead exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported.